Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose value of 42 mg/dl. Customer declined troubleshooting for blood glucose levels and sensor glucose versus blood glucose. Customer stated that the sensor kept saying that his sugar was going up so he shot insulin in. The customer was treated with orange juice. The device is not expected to be returned for analysis.